Manufacturer narrative:
The insulin pump failed the displacement test and was received stuck in the motor error alarm loop during bolus delivery due to encoder signal out of phase noted. Unable to confirm e70 alarm in alarm history screen due to over written history file. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, missing the end cap sticker and stained address serial number label.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer confirmed that the insulin pump had an additional error alarm also. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level was 125 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.